Event description:
Smiths medical international ltd, has been notified of an event of where the user alleges ventilator pt had his trach tube changed. Low pressure alarm of the ventilator was activated about 10 days later. A me confirmed the ventilator circuit had no faults and a nurse confirmed the pilot balloon deflated and inflated along with the expiratory and inspiratory cycle of the ventilator. The hospital sank the tub in water and found it leaked from the bonding portion between the cuff and tube. Not known if pretested. No adverse effect.